Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states that there is a crack at the top of the reservoir compartment and it's not locking correctly. Troubleshooting was performed for damage and was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump had cracked case at display window corners, cracked battery tube threads, broken half of reservoir tube lip and test reservoir locked in place properly, minor scratched display window, stained end cap sticker and stained address/serial number label.